Event description:
It was initially reported that the patient's device was replaced on (B)(6) 2010 due to end of service and that the device could not be interrogated due to the depleted battery. Product analysis of the explanted generator confirmed the depleted battery. An open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of expected battery depletion based on the battery life calculation. Visual analysis on the test bench at module level found that the positive nail of the flex circuit had cracked solder and separation between the nail head and the flex circuit. Review of the device x-ray taken at time of manufacture could not verify this connection. ¿as received¿ the device did not meet functional specifications of the current automated post burn test, which additional analysis in the pa lab determined was due to an open positive output portion of the flex circuit. Functional analysis on the test bench confirmed an open positive output portion of the flex circuit. Review of diagnostic data revealed only data at the time of implant. It is unknown if the connection was making contact during the implant period. After a jumper wire was added to the flex circuit (positive output circuit), the device performed according to functional specifications of the current automated post burn test. Review of the generator manufacturing records confirmed all quality tests were passed prior to distribution. An analysis on the returned lead portions was also performed. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 74mm portion quadfilar coils 1 and 2 appeared to be stretched and kinked with a spot-weld / slug attached to each end. Scanning electron microscopy was performed and revealed a spot-weld / slug at the end of the coil attached to a portion of the ribbon. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. No additional information has been provided.